Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: runthrough, guide cath: heartrail jl4 6f. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to calcification in the lesion. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the heavily calcified, concentric, 99% stenosed, mildly tortuous, de novo, left main artery, without pre-dilatation, the 3.5 x 15 mm xience prime stent delivery system was advanced to the lesion and during the first inflation at 8 atmosphere for 20 seconds the balloon ruptured. The stent was implanted; post-dilatation was performed and the procedure successfully completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.